Manufacturer narrative:
Patient weight is unavailable from the facility. It was reported that the patient expired the day following this procedure. Information from the physician indicated that this death was not the direct result of the injury sustained in this procedure. The patient was reportedly stable and was being prepped for discharge from the hospital, when they suddenly and rapidly declined, resulting in death. Other contributing factors and co-morbidities are suspected to be more directly the cause of death. This report is in reference to the same procedure and patient described in report number 1721279-2018-00013.

Event description:
It was reported that during a lead extraction procedure to remove a single cardiac lead implanted in the right ventricle (rv), and injury occurred. Reportedly, a bridge prep kit wire was prophylactically placed in the superior vena cava (svc), and the glidelight device was used to advance down the lead to the subclavian vein, freeing the lead. Immediately following extraction, the blood pressure dropped and the bridge device was inflated. Tee and x-ray indicated an effusion and injury to the subclavian vein. Pressure was applied to the extraction site and the patient stabilized. A second subclavian access was then obtained and a new cardiac lead was placed successfully. The patient was stable at end of the procedure, however the next day the patient reportedly expired.